Event description:
Bedside rn notified rt to check on ventilator alarm going off for a few seconds for no particular reason. Upon arrival, I noticed an alarm I haven't seen before technical fault (tf): 5507. I contacted my manager and was informed to take the ventilator off the patient and replace with a new one. The alarm on the screen reads tf: 5507 with red high priority alarm. During this time, the patient was still being ventilated by the ventilator and all vital signs are still within normal ranges. No signs of distress from the patient since the incident was abruptly stopped the soonest time possible and manually ventilated the patient while the machine is being replaced for another hamilton g5. Rn and respiratory therapist (rt) were both by the bedside while this incident was happening. This device was brought down by rt staff to the biomed department with a red tag that stated "tf 5507 alarm". This is a newly purchased device deployed for patient use about a month ago. Tf 5507 is a technical fault which relates to either a defective air mixer valve or a defective pressure sensor board as per hamilton medical g5 service manual version en. 624093.06 and version en. 624093.07.

Event description:
Bedside rn notified rt to check on ventilator alarm going off for a few seconds for no particular reason. Upon arrival, I noticed an alarm I haven't seen before technical fault (tf): 5507. I contacted my manager and was informed to take the ventilator off the patient and replace with a new one. The alarm on the screen reads tf: 5507 with red high priority alarm. During this time, the patient was still being ventilated by the ventilator and all vital signs are still within normal ranges. No signs of distress from the patient since the incident was abruptly stopped the soonest time possible and manually ventilated the patient while the machine is being replaced for another hamilton g5. Rn and respiratory therapist (rt) were both by the bedside while this incident was happening. This device was brought down by rt staff to the biomed department with a red tag that stated "tf 5507 alarm". This is a newly purchased device deployed for patient use about a month ago. Tf 5507 is a technical fault which relates to either a defective air mixer valve or a defective pressure sensor board as per hamilton medical g5 service manual version en. 624093.06 and version en. 624093.07.